Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329, (lot: unknown); product type: 0195-heart valves; implant date; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the non-medtronic left ventricle guidewire was inserted into the patient, complete heart block (chb) was noted. The chb persisted as the valve was implanted in the patient and after the patient left the operating room, the patient was placed under observation. Later that day, the chb resolved. No permanent pacemaker was implanted.

Manufacturer narrative:
Continuation of d.10.: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012685667); product type: 0195-heart valves; implant date: non-implantable device. Update data: h6. H11. Added lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.